Event description:
The complainant has reported that a male pt (age unk) underwent a therapeutic procedure to extract a large kidney stone. The clinician was unable to break up the stone with use of the laser. The escape nitinol stone retrieval basket was utilized to grasp the stone. The device was reported to "break" within the handle after lengthy manipulation attempts which rendered the basket to be unable to open or close. The clinician secured the device to the pt. The pt was transferred to another facility where a lithotripsy procedure was successfully performed. The stone was fragmented and removed along with the basket. There were no reported complications. The pt did not sustain any ill effect.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.